Event description:
The customer reported a false positive architect stat troponin-I result for a patient. The following data was provided (customer¿s range: normal range 0.001 - 0.034 ng/ml / extreme range > 0.120 ng/ml): sid (B)(6): initial result: 0.11 ng/ml (tested on (B)(6) 2022). Repeat result on another instrument: < 0.010 ng/ml (tested on (B)(6) 2022). No impact to patient management was reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record review was performed on lot 78489un22 which did not identify any potential non-conformances, non-conformances, or deviations. Further investigation included a reviewed of historical performance of the lot 78489un22 which was evaluated using worldwide data from customers in the field for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient median for 78489un22 are within the established limits. However, the cal f rlu mean for the lot 78489un22 was not within the established limits. As an outcome of this review of data, retain testing was performed. Accuracy testing was performed to evaluate the performance of reagent lot 78489un22. An internal troponin-I panel was tested with a retained kit of the complaint lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat troponin-I reagent lot 78489un22.